Event description:
It was reported that a spectrum pump had no load set screen when door was opened. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'no load set screen once door is opened' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch failure. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.